Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. Additional assessment is needed whether detached actuator could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The analysis of the data is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that "the bed has intermittent power and reading aes". The device inspection conducted by arjo service technician revealed that the actuator responsible for high and low movement of the citadel plus bed¿s platform detached from one side. As a result, the bed moved into the trendelenburg position. The bed was in use by the patient at that time. No injury was sustained.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame instruction for use (IFU) states to: keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Moreover, IFU indicates that the full test of all electrical bed positioning functions should be carried out weekly. Additional assessment is needed whether detached actuator could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. The citadel plus bed frame is equipped additionally with gas spring. It helps to control the descent of the bed platform, ensuring that the movement is slow and smooth rather than sudden or uncontrolled. The citadel plus bed frame instruction for use (IFU) states to: - keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts. - ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Moreover, IFU indicates that the full test of all electrical bed positioning functions should be carried out weekly. Additional assessment is needed whether detached actuator could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Manufacturer narrative:
The citadel plus bed frame is equipped with two hi-lo actuators, both of which are responsible for the high and low movement of the entire bed. The head end actuator controls the vertical movement of the bed's head section. It helps raise or lower the head-end of the bed. The foot end manages the vertical movement of the foot section. It works in coordination with the head-end actuator to ensure the bed remains level or achieves a desired tilt (e.g., trendelenburg or reverse trendelenburg position). The detachment of the foot-end hi-lo actuator (f.e hi/lo) caused that the bed incline slightly down with foot section. Inspection of the actuator revealed that the plastic mounting component was broken, however, the mounting point on the bed frame was intact, and the pin was still in place. This indicates that the actuator may have been snagged on an obstacle multiple times, what weakened the plastic component gradually. The damage was not severe enough to cause detachment at the moment of contact with the obstacles. Instead, the detachment may have occurred after some time of usage. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: ¿keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points.¿ the complaint description indicates also that anti-entrapment system (aes) was activated. According to the IFU, "the anti-entrapment system is designed to detect patient entrapment between the base and deck when the deck is lowered or is placed into tilt or auto-chair." "The anti-entrapment system may also be triggered if the beam is interrupted by bed linen, etc." When the obstacle is detected, "the deck stops moving, lifts slightly to allow the obstruction to be cleared. And the weighting system display reads aes." The aes system was not a part of the repair or adjustment, therefore it is suspected that detached actuator could trigger the aes alarm, when fell onto the aes path. To sum up, in the complaint at hand the likely cause of the hi-lo actuator detachment from the frame is related to the mechanical damage due to obstacle. Arjo device did not meet the specification as the hi-lo actuator disconnected, however this failure will not pose a risk to a user. Review of complaints from the last 2 years, show that this failure has never caused or contributed to a serious injury or death and it is unlikely to cause or contribute to a death or serious injury if the failure were to recur. The citadel plus bed frame is equipped additionally with gas spring, which helps to control the descent of the bed platform, ensuring that the movement is slow and smooth. If the actuator is disconnected, one of the section of the bed will lower slowly, there will not be a sudden movement. The analysis shows that the patient will not fell as it is protected by the footboard, headboard and safety sides. The simulation performed using a random sample with a dummy proved that the patient would lay on the mattress surface with no movements. Therefore, the investigated failure is considered not reportable in the future.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that "the bed has intermittent power and reading aes". While at the facility, the arjo service technician was informed by the patient that the bed had suddenly lowered while they were resting. No injuries were sustained. The inspection of the bed revealed that one of the actuator responsible for the high and low movement of the bed platform had detached on one side. The bed slightly inclined down with head up and feet section down. Aes was on. The head section was working, the patient was able to raise it, the feet section was not able to be lowered. CPR was activated to lower the bed, the bed went all the way down, however, the feet section was still slightly up. The faulty hi-lo actuator (f.e hi/lo) needed to be replaced.